Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a system presented with low vacuum during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The customer reported that the system had low vacuum. The procedure was completed without any reported patient harm. The company service representative examined the system was not able to confirm the reported event. The system was then tested and met all product specifications. The system was manufactured on december 10, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).